Event description:
The lay user/patient contacted lifescan in 2007 and alleged that his fasttake meter was giving the error 2 message. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue began about 6 months ago and stated that he needed a new battery. However, he got the wrong type of battery and then started having the error 2 issues. The pt also mentioned that 3 weeks ago on a tuesday (exact date/time not provided, he experienced symptoms of being sweaty and incoherent. He had taken his usual dose of diabetes medication. Two days later, the pt visited the dr and was tested on the dr's meter with a result of 357 mg/dl. He also reported receiving IV fluids. At the time troubleshooting, it was verified that this was not a new product and that the error 2 appeared when the power button was pressed. The pt's testing technique was reviewed to be correct. This complaint is being reported because the alleged issue was not resolved with troubleshooting, and the pt reported that he experienced symptoms after the reported issue began. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.